Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing thresholds had increased and become high on the right ventricular (rv) lead. There were no impedance variation, short v-v internals, or non-sustained episodes. X-ray did not indicate lead fracture or dislodgement. The lead remains in use and the patient will continue to be closely monitored. No patient complications have been reported as a result of this event.